Event description:
It was reported that the spo2 alarms were malfunctioning. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
The device was sent to philips bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The bench repair technician (brt) verified the issue and found that the unit was initially not recognizing spo2. After multiple adjustments, the unit successfully recognized spo2. However, the issue persisted intermittently. The brt determined that the measurement board required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the measurement board. The reported problem was confirmed. The brt replaced the measurement board and installed the latest software revision, m.04.05. The brt conducted performance tests, and the unit successfully passed evaluations for spo2, ECG, nbp, pressure, and temperature. The device met all required standards.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the spo2 alarms were malfunctioning and were slow delayed. The device was not in use on a patient at the time of the event, so there was no patient involvement.